Event description:
Pt under oxygen therapy. Utilizing oxygen regulator attached to oxygen tank. Pt got out of car, heard hissing sound and saw 4 feet of flames coming from device which was on her shoulder. Shoulder strap melted and her jacket was on fire. After removing jacket, pt collapsed. Pt suffered 3rd degree burns to upper arm and rt ankle. Physical exam reveals no evidence of inhalation smoke injury or airway thermal injury. There is worsening of chronic hypoxia with uncertain etiology, perhaps minimal irritation of pre-existing, chronic airway inflammation. Pt does not presently smoke and has received training on portable oxygen use. Investigation by fire dept was unable to determine a source of ignition. In MFR's testing of device, the unit operated normally. (*)